Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). The article was purchased from our supplier medi-g. An evaluation confirmed that a tungsten insert had come loose on the needle holder. Further investigation has shown that this was most likely caused by an error during the surface processing of the needle holder. The supplier has implemented the appropriate measures (8d report).

Event description:
It was reported that there was event with a "needle holder." According to the information received, the jaw of tungsten insert has been broken off on their first use. The surgeon has x-rayed the child and found it still inside the child. Broken parts were removed from the child. Further information is not available.